Event description:
Patient received two service required codes r203c (hub device error) and r2002 (power system error) within a few hours of each other on (B)(6) 2022. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy. Patient's history: patient had an active ICD implant. Patient was initially admitted to the hospital on (B)(6) 2022 for breakthrough seizure followed by possible endocarditis due to pacemaker leads. The ICD was removed on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Therapy cable passed all evaluation testing.this device was not able to be located and physically inspected, but the device event log records provide details on the particular failure mode and identify it as a power interruption of the therapy cable. The probable root cause is pinching, crushing or flexing damage of the 15-conductor cable in the therapy cable during field usage. This particular type of r2002 error is related to a short in the therapy cable and is likely related to cable damage in the field. The power-on-self-test appropriately detected this damage and provided alerts. There was no impact to product in inventory or the field while investigation was ongoing.